Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 300 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. The customer states that threshold suspend activated while they were asleep and they woke up with a blood glucose level of 398 mg/dl which was treated with the insulin pump. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will not be returned for analysis.